Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: I exc162085, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 100mm abdominal aortic aneurysm. It was reported that CT approximately 13 years later showed a proximal type ia endoleak and two distal type ib endoleaks. It was confirmed that intervention was performed, the patient had a open conversion and all the stent grafts were explanted. It was confirmed that the treatment plan included the use of a aui device and non-mdt device to coil embolize an internal artery. The patient was noted to have a complex aorta and this along with the endoleaks it was decided to explant all the devices. As per the physician, the cause of the event was due to the patient being lost to follow up post the index procedure. No additional clinical sequelae were reported and the patient is fine.